Event description:
Pt had an arteriogram with angioseal. Pt was readmitted with a thrombosis at the site of the arteriogram. The pt underwent a right common iliac to right common femoral artery bypass.